Manufacturer narrative:
Bayer case number: (B)(4). Severe tiredness [fatigue extreme], hashimoto's illness [hashimoto's disease], vertigo [vertigo], urinary problems [urinary tract disorder], muscle problems [muscle disorder], sleep problems [sleep problem], vision problems [visual disturbances]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-feb-2026. The most recent information was received on 04-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("severe tiredness") in an adult female patient who had essure inserted (lot no. B85138) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criterion medically important), autoimmune thyroiditis ("hashimoto's illness"), vertigo ("vertigo"), urinary tract disorder ("urinary problems"), muscle disorder ("muscle problems"), sleep disorder ("sleep problems") and visual impairment ("vision problems"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to fatigue, autoimmune thyroiditis, sleep disorder, vertigo, urinary tract disorder, muscle disorder or visual impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Batch number: b85138; expiration date: 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) severe tiredness [fatigue extreme] hashimoto's illness [hashimoto's disease] vertigo [vertigo] urinary problems [urinary tract disorder] muscle problems [muscle disorder] sleep problems [sleep problem] vision problems [visual disturbances] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 26-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("severe tiredness") in an adult female patient who had essure inserted (lot no. B85138) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criterion medically important), autoimmune thyroiditis ("hashimoto's illness"), vertigo ("vertigo"), urinary tract disorder ("urinary problems"), muscle disorder ("muscle problems"), sleep disorder ("sleep problems") and visual impairment ("vision problems"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to fatigue, autoimmune thyroiditis, sleep disorder, vertigo, urinary tract disorder, muscle disorder or visual impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.